Event description:
The customer reported being hospitalized due to unexplained high blood glucose. The blood glucose reading at time of call was 300mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting. The bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.